Event description:
G/a cartridge in position. Doctor unable to push lever forward as needed to operate the g/a cartridge. It was removed and a different g/a/ cartridge was then used successfully. On examination, it was found that cartridge had no staples.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: inadequate quality assurance, manufacturing. Conclusion: device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.